Event description:
It was reported that this non boston scientific right atrial lead was turned off due to loss of capture. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).